Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of sensing noise was confirmed whereas the lead fracture was not confirmed. Final analysis found a complete lead was returned in one piece. External insulation abrasion exposing the outer coil was noted at 12.3cm to 12.7cm from the connector pin and suture sleeve tie impression was noted 18.5 cm from the connector pin. The cause of the reported event sensing noise due to the exposure of the outer coil at the abrasion zone. No conductor fractures or internal shorts were noted. No other anomalies were noted.

Event description:
New information received indicated that the right ventricular lead was fractured.